Event description:
It was reported that a home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, approximately one month prior to this report, the hp experienced peritonitis (details not provided). One day prior to this report, the hp experienced a relapse of the peritonitis and was hospitalized the next day. The cause of peritonitis was unknown. The patient was treated with injection of fluconazole-intraperitoneal (ip) (200 mg, once daily) and an injection of amikacin-ip (125 mg, once daily). At the time of this report, the patient was still in the hospital, was recovering from the peritonitis and dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.